Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7073153.

Event description:
It was reported that the patient had loss of coverage due lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned, as they were discarded by the medical facility.